Event description:
Rptr recently purchased the emjoi "beauty forever" radio frequency controlled hair tweezer system. The unit comes with a handle with a button activated system. Within four hrs of using the unit rptr felt numbness and tingling to right middle fingertip. Rptr used this finger to push on the button to activate the system. It has been nearly a week and rptr still has some residual numbness. Rptr contacted both emjoi and where rptr purchased the unit, and the only response rptr received was from emjoi, and that was to return the unit for a refund. Rptr is requesting that the FDA investigate this device to see if this device is safe or was rptr's unit just defective. Even if rptr's unit was defective rptr is concerned about possible nerve damage from this device for self and others.